Manufacturer narrative:
Investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that myocardial infarction is a potential adverse event that may occur and/or require intervention with use of the system. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
Elevated troponin levels were observed post orbital atherectomy procedure. The patient did not exhibit any additional symptoms. The healthcare provider documented that the elevation in troponin levels was not life-threatening, did not result in permanent impairment of a body function or permanent damage to a body structure, did not lead to a serious deterioration in the health of the subject, and did not necessitate medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The event did not result in additional or extended hospitalization, and no EKG changes were observed. The patient was discharged home without further issue. Additional information received from the clinical event committee. The clinical event committee reviewed the images and concluded that the use of the diamondback 360 coronary orbital atherectomy device may have contributed to a myocardial infarction.